Event description:
The hcp reported the pt was experiencing no improvement of symptoms. Multiple catheter revisions were done with no change. The device system was explanted and replaced. The pump had an implant duration of 33 months. A follow up report will be sent when additional info is received.